Event description:
A medical information representative sent an email to baxter corporate product surveillance to report a lav solution set in which the spike snapped off. The customer has stated that the break had occurred during spiking of the bag when the patient was not connected to the set. There were chemotherapy solution bags used (company unknown) and a sodium chloride solution bag (baxter bag) used. The customer stated that the spike had broken in half where half of the spike is in the bag and half attached to the drip chamber. The event occurred before use. There was no patient involvement, injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was discarded due to chemotherapy contamination. Since the sample is not available for evaluation, the condition cannot be confirmed or duplicated and the assignable root cause can not be determined. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.

Manufacturer narrative:
(B)(4).this user facility report was received by baxter on (B)(4) 2012.